Event description:
The facility representative states the consumer advised he lost his balance and then flopped down hard into his wheelchair and he states this caused the crossbrace and left seat guide to break on the left side when seated into his wheelchair.